Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that dislodgement was noted on the right ventricular (rv) lead. The physician elected to reposition the lead however, the helix failed to extend. Instead, the physician elected to explant and replace the lead. The patient condition was stable.